Event description:
It was reported that during a morning shift check, the autopulse platform displayed a fault 41 (patient temperature sensor failure) and then a user advisory 45 (not at "home" position after power-on/restart). Customer made several attempts to reposition the shaft and stated that fault 41 did not appear anymore. Customer did not indicate if the user advisory 45 was able to be cleared. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The product in complaint was returned to zoll on 10/02/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.